Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction was due to failure in half height drawer 3-1. A field service engineer replaced the retractors for drawers 3-1 and 3-2 and conducted diagnostics to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered a malfunction involving several cubies, which prevented the release of medication pockets. The customer reported that the nurse had to retrieve medications directly from the pharmacy, leading to delays in the medication dispensing process. There were no adverse events or injuries reported based on this incident.